Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 192 mg/dl and the sensor glucose was 59 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer states the pump was alerting her to test her blood glucose every 15 minutes. The customer was testing her blood glucose value but was not calibrating with her sensor. The customer declined troubleshooting for her reported incident. Customer removed her sensor and found the cannula not to be bent. The customer hung up before proper closing statement was stated. The sensor will not be returned for analysis.